Event description:
During pci [percutaneous coronary intervention] with shockwave ivl [intravascular lithotripsy], the shockwave balloon burst during inflation. Manufacturer response for shockwave balloon, shockwave (per site reporter).